Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was damaged and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jun-2018 with the following findings: a review of the pump black box revealed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. There was corrosion observed inside the battery compartment. The returned battery cap had stripped threads; the cap was unable to maintain electrical connection. A test cap was able to connect and was used for testing. The pump was powered on and exercised for 24 hours with no power interruptions or power loss. The pump¿s cover was removed and moisture was found to the power printed circuit board and other internal components. Unrelated to the complaint, investigation revealed a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.